Manufacturer narrative:
The customer's reported complaint of the thermogard console displayed tcmid:02 (ce danfoss error) error message was confirmed during the archive review and visual inspection but not during functional testing. Visual inspection was performed and found a heavily clogged air filter that caused a hot ambient environment for the compressor motor inside the console resulting in tcmid:02 error message. Thermogard console operation manual, table 8-1, refers to inspection and cleaning of the air filter every 6 months. The thermogard console passed the initial functional test without any fault or error. Following the service, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
During patient treatment, the thermogard xp ivtm console displayed tcmid:02 (ce danfoss error) error message. Another console was used to continue the therapy. No known impact or consequence to patient information was provided.